Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. No info was available at this time regarding whether or not there was a report of any pt injury or medical interventiion caused by the failure of this device. Info regarding whether or not the device was in use on a pt when the failure occurred was not available and no additional contact info was provided.